Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited high pacing impedance measurements. At the device replacement, the impedance had been 1800 ohms with the chronic device. With the pacing system analyzer, the impedance was 2100 ohms, and with the new implantable cardioverter defibrillator (ICD), the impedance was 2000 ohms. It was noted that r-waves had been lower since implant, at 4mv, and thresholds were at 1.2v. Technical services discussed that 1800 ohms was at the upper end of normal, but that 2000 ohms was considered out of range. The field representative reported that the physician elected to retain this defibrillation lead with the new device.

Event description:
--

Manufacturer narrative:
Boston scientific received new information that the rv pacing impedance continued to be >2000 ohms and a red alert was issued in latitude for this out of range measurement. Low rv intrinsic amplitude measurements were also noted. A clinician later reported that there were two nonsustained episodes of noise that appeared atypical and did not line up with anything. Sometimes the rv was sensing the atrium, other times the atrium was sensing the rv. Some of the noise was oversensed, but not always. Technical services discussed the start of a potential lead issue. The clinician planned to discuss this with the physician. It was also noted that the pacing impedances remained at >2000 ohms, and the clinician wanted to be able to see when the measurement reached 3000 ohms. Technical services discussed that the device would not read more specific measurements than the >2000 ohms. Available information indicates the lead and device remain in service. No adverse patient effects were reported. Boston scientific received new information that the noise and out of range pacing impedance measurements were still present on this defibrillation lead and device. Technical services reviewed strips showing the noise and discussed that the noise appeared to be non-physiologic, and recommended attempting to recreate the noise. Technical services also discussed considering fluoroscopy or x-ray to evaluate the leads. The signals were discrete and abrupt and were not typical noise. The clinician planned to have the patient come in to the clinic for evaluation; however, no additional information has been received from the field representative or clinician and latitude shows the most recent in-clinic device check occurred in (B)(6) 2010. This report will be updated if additional information becomes available.

Manufacturer narrative:
Additional information was received that the patient implanted with this device system expired for an unknown reason. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.